Event description:
This case was reported by a regulatory authority via medwatch program and described the occurrence of peripheral neuropathy in a patient, who received poligrip denture adhesive cream (formulation number ib-1526) and fixodent denture adhesive cream for denture adhesion. In 2004, the patient started poligrip and fixodent (dental). At an unknown time after starting poligrip and fixodent, the patient experienced numbness of extremities, tingling of extremity and burning of extremities. In 2008, the patient was diagnosed with peripheral neuropathy. The regulatory authority reported that the events were disabling. Treatment with poligrip and fixodent was discontinued. At the time of reporting, the events were unresolved. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).